Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): the full lead in segments was returned, analysed and the outer insulation was torn. It was also noted that the distal conductor, defibrillation conductor, and several conductors throughout the lead were distorted. There was blood/body fluid on the defibrillation conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking (esc) and esc breach (non-electrical), the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, the lead appeared damaged at implant and the lead was stretched. The analyst noted that the sense ring had considerable tissue growth over it and that the blood in the defib likely occurred while implanted.

Event description:
Asku

Event description:
T was reported the rv (right ventricular) lead had poor sensing, undersensing, and thresholds increased over time. The lead was explanted and replaced. No patient complications were reported as a result of this event.